Event description:
A malfunction was reported by the customer, indicated by a code display of malf 0. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions on resetting the pump, which the customer followed without any recurrence of the malfunction code. The customer was informed to continue using the pump and to contact support if the issue reoccurs.